Event description:
Test tubes found to be defective during daily calibration. Calibrations were excessively high. The MFR was notified and will replace this lot number by 10/13/95. Defective lot returned to MFR.